Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred with multiple cartridges during basal delivery. Blood glucose level ranged from 90 (mg/dl) to 100 (mg/dl). Reportedly, the customer was able to load a cartridge successfully, and continued to use the pump for insulin therapy.